Manufacturer narrative:
Based on the claim against the product by the customer noting they lost power to the erbe generator, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified the erbe had a blank screen and would not turn on. The fse replaced the erbe to resolve the issue. Isi did receive a da vinci integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported failure (no power erbe) was confirmed and reproduced. The unit fuses were changed with new ones. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding the customer lost power to the erbe was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a faulty generator. The generator was replaced by the field service engineer (fse) to correct the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer lost power to the erbe generator. The technical support engineer (tse) reviewed the logs and found no errors. Prior to calling in the issue, the customer had verified that the power cable to the erbe was plugged into the back and a good wall outlet. The tse instructed the customer to verify it one more time and it still would not power back up. The tse instructed the customer locate a force triad, but they were not able to find the interconnect cable. The tse recommended to use a bovie generator with its energy pedals and the surgeon elected not to use it that way and decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.